Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir test. The reservoir and transfer guard passed per inspection and no occluded anomaly was found during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having problems filling reservoir. Customer reported that insulin pushed back when attempting to fill reservoir. Customer's blood glucose was 140 mg/dl. Customer was educated on possible causes of issue. Reservoirs would be replaced.